Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause of malfunction: user's test strip had poor storage.(bathroom) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 167 and 205 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 205 and 198 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling stating her meter is reading high results for her. I asked customer if she is experiencing symptoms of high blood sugar, customer stated she is feeling well. Customer not exercising as much. Customer stated her normal blood sugar range of reading is between 90-110 mg/dl fasting. Back to back blood test, result 205 mg/dl, 198 mg/dl customer stated she is fasting. Customer stated she did open the vial of strips on (B)(6) 2016 and that he/she keeps the meter and strips in the bathroom, I educated customer with proper storage technique. Meter memory was not set with date and time correctly.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 167 and 205 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 205 and 198 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling stating her meter is reading high results for her. I asked customer if she is experiencing symptoms of high blood sugar, customer stated she is feeling well. Customer not exercising as much. Customer stated her normal blood sugar range of reading is between 90-110 mg/dl fasting. Back to back blood test, result 205 mg/dl, 198 mg/dl customer stated she is fasting. Customer stated she did open the vial of strips on (B)(6) 2016 and that he/she keeps the meter and strips in the bathroom, I educated customer with proper storage technique. Meter memory was not set with date and time correctly.